Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Lead product analysis showed that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observation, no anomalies were identified in the returned lead portion. Generator product analysis showed that verification of the alleged infection is beyond the scope of activities performed in the pa laboratory environment. However, potential contributing factors to this condition have been considered / evaluated and none were found to exist in this situation. The DHR shows that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2014, this vns patient underwent re-implant of his vns therapy system.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent explant on (B)(6) 2013, due to infection at the generator site. A review of device history records showed that both the lead and generator were sterilized prior to distribution. Attempts for additional information have been unsuccessful. The lead and generator were returned on (B)(6) 2013 and are currently undergoing product analysis.